Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and implantable transvenous defibrillation lead exhibited drop out during ventricular fibrillation (vf) episodes which delayed therapy delivery. The rate/sense (r/s) lead shows some areas in the rhythm which senses every other beat. It is reported that the automatic gain control (agc) is programmed to most and that all lead diagnostics are normal. ,